Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 29july2019.

Event description:
Customer contacted technical support (ts) stating that unit is operating from battery when ac is connected. It is unknown if the unit was in patient use at the time of the reported issue. No patient or user harm was reported.

Manufacturer narrative:
Date rec'd by MFR: 08aug2019. The manufacturer's field service engineer (fse) performed remote troubleshooting. The fse advised the customer to replace the power supply if the 12 or 24 volts are missing, or to replace the power management board if the 12 and 24 volts are present. The customer later called back requesting the parts ID of the power supply. Additional troubleshooting information was noted. Multiple attempts were made to confirm additional repair details of this case, but to date no customer reply. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.